Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/26/2018, that on (B)(6) 2018, a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated after removal of the sensor, they noticed a rash at the insertion site and it was itchy. The patient was taken to the doctor and was provided a steroid cream to treat the affected area. At the time of contact, the patient was still treating the area with the cream and stated it was clearing up. No additional patient or event information is available.